Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during a visual inspection of the pump, the keypad cover was observed to be worn. During testing, all of the keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. The ok key contact was also stuck in an inverted position. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was hyper-responsive to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.